Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation as well as the condition of the subject device, it is believed that the reported failure mode likely occurred as a result of improper handling by the user. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that his olympus endoeye hd ii video telescope was displaying a poor-quality image. According to the initial reporter, the unit was producing a discolored image. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit was producing a purple image during testing. Additionally, the unit had several other forms of wear and tear noted throughout the device. Those include but are not limited to material deformation, damaged fiber, and cut tubing. If additional information becomes available following the device evaluation, a supplemental report will be filed.